Event description:
Reported via facility medwatch report no. (B)(4). It was reported that the tip of the wire broke and remained inside patient. The target lesion was located in the left circumflex artery. A 1.50mm rotalink plus and a 330 cm rotawire were used together in the procedure. During procedure, the rotawire was advanced into the lesion. The burr was then introduced, advanced and ablate the lesion at 190,000rpm. However, it was noted that the tip of the wire broke off and was in one of the small branches of the left circumflex. There were no contrast noted to extravasate around the area where the tip was located. No further patient complications were reported.